Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. A review of the device history record indicates this device lot/serial number was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition was due to excessive manipulation of the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure involving the groin, the device made a crunching noise firing into coopers ligament, but continued to work fine, and accepted two new reloads. On the 3rd reload, while reapproximating the peritoneum, the device made another loud crunching noise. When attempting to place an additional load, it was observed that the pin at the end of the device was horizontal instead of vertical. The device was cycled several times, but the pin would not re-zero and would not accept a new reload. There was no patient injury. A new device was used to complete the procedure.